Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection found pump to be in good physical condition. Pump underwent delivery accuracy testing, and customer's complaint was unable to be confirmed. The pump's expulsor will be replaced as preventative maintenance. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy, mdl 6400 had low delivery volume. No patient adverse events were reported.